Event description:
A report was submitted concerning a pump that declared an altitude alarm. There was no adverse impact on the customer¿s blood glucose level. Initially, the customer was advised to clean the speaker holes and manage the cartridge to resolve the issue, but the altitude alarm persisted. As a result, customer technical support decided to replace both the pump and its cartridge. The customer was informed to follow manual daily insulin therapy as a backup while waiting for the replacement and instructed on how to return the faulty pump to the company.